Manufacturer narrative:
The device was received for evaluation. The device was found out of specification in relation to the customer reported system error 322 alarm which was reproduced. A review of the event history log revealed multiple 'system error 322' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of adjustment link switch. The link switch requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)) during testing at the biomed service department after the door was opened. There was no patient involvement. No additional information is available.